Manufacturer narrative:
Correction made to implant date in d10. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein the entire system was explanted.

Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 4387144.

Event description:
It was reported the patient was not receiving effective therapy and ipg was no longer able to charge as the ipg was not used for two months and now found inoperable. Surgical intervention is planned at a later date.